Event description:
The customer contact reported the pump did not alarm when the tubing was clamped distal to the pump. The pump was returned to the biomedical engineering department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the pump did not alarm when the tubing was clamped distal to the pump. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4)